Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 1500 mg/dl. Customer was wearing the device at time of hospitalization. Customer was unable to troubleshoot due to no new battery for the device. Customer mentioned the device had alarmed bad battery alarm, low battery alarm, off no power alarm. Customer wanted the device replaced. Customer agreed to return the device for analysis.